Manufacturer narrative:
The complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined. Two q-syte connectors and three photographs were provided for investigation. A functional test revealed a leak from each connector. A microscopic examination revealed a column tear in the septum. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
This is a complaint about drug leaked from connection between q-syte and terumo syringe in both cases during use. It was reported that on (B)(6): a leak occurred at the q site used by two different patients.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.